Event description:
It was reported that during an elbow joint surgery the twinfix anchor fractured when screwed-in. The pieces were not removed. The procedure was successfully completed without a significant delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - clinical code and health effect - impact code.¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The reported 72202595 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor¿s tip is completely broken off. There is human matter on the entire device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Five photos of the 4.5 twin fix ultra pk anchor assembly, used in treatment, in addition to, the visual assessment of the device confirmed the reported twin fix anchor breakage. Although we cannot rule out excessive torque that likely cause of the reported event. The broken pieces are implantable; however, we cannot rule out the possibility of local skin irritation, micromotion/migration of the retained pieces of the broken device. The future impact to the patient beyond the additional bone hole and the retained piece cannot be determined. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an elbow joint surgery the twinfix anchor fractured when screw-in. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.